Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator turbine is not activating and the power supply is not supplying 48v to power to motor board. At this time, there is no information regarding patient involvement associated with the reported event.